Event description:
Wound drain broke off in patient during removal. Spouse reported pt had surgery 10/15/1999 when hubless flat wound drain was placed in lower abdomen. On 10/21/1999, when attempting to remove the drain, it broke and left a portion of the drain deep within pelvic region. Doctor chose not to remove indwelling portion of the drain.